Event description:
It was reported to philips that the c-arm had a geometry movement failure. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use, and the customer was undergoing planned treatment. The procedure was completed as planned by resetting the geometry for that movement at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the c-arm had a geometry movement failure. Upon troubleshooting, fse found that when the c-arm was paused, moving unexpectedly and intermittently. Fse examined logs and found force sensor errors. To resolve the issue, fse replaced the sensor and re-calibrated the new sensor successfully. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.